Event description:
It was reported that the nurse had arctic sun device alerting low flow. The flow was sitting around 0.4l/m. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 12c, flow rate (fr) was 0.4l/m (pr# (B)(4)), inlet pressure (ip) was -7, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, system hours were 2,229 and pump hours were 267. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.5 l/m. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation. While replacing pad, rn noticed the bed was wet under the patient. Explained how there could have been a leak in the pads causing low flow. With the new pads, flow rate (fr) was settled at 1.2l/m and water temperature (wt) has started to rise (28c).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Intended use the arctic sun® neonatal arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature controlled water circulating through the neonatal arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Directions place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. The pad surface must be contacting the skin for optimal energy transfer efficiency. If desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: less than or equal to 40°c (104°f). Water temperature low limit: greater than or equal to 10°c (50°f). Control strategy: 2. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature. 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. When finished, purge water from pad. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. The flow was sitting around 0.4l/m. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 12c, flow rate (fr) was 0.4l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, system hours were 2,229 and pump hours were 267. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to fluctuating water flow rate (wfr) was stabilized at 0.5 l/m. Advised to swap out for new set of pads and leave these for follow up from tm/cm to facilitate investigation. While replacing pad, rn noticed the bed was wet under the patient. Explained how there could have been a leak in the pads causing low flow. With the new pads, flow rate (fr) was settled at 1.2l/m and water temperature (wt) has started to rise (28c).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.